Event description:
As reported on (B)(6) 2012, a pt of unk gender and age presented for an angioplasty procedure. It was reported by the user that the balloon burst, however, it is unk if the balloon burst during prep for the procedure or during the procedure. It was reported that the procedure was successfully completed. There was no reported harm or injury to the pt due to this event. The device has been returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specification. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. (B)(4).